Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support informed the customer that the pump, included in a field correction, needed replacement due to a non-resettable malfunction code. All follow-up attempts were completed, and the case was closed.